Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the patient presented with episodes of high ventricular rates, automatic mode switch (ams), and noise reversion episodes. Although the ams episodes were real, the high ventricular rates and noise reversion were all attributed to right ventricular lead noise. All other testing was done and were within normal limits. Programming changes were done. Patient was stable.